Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The return of the sample is pending. A photo was provided for review. The catalog number identified has not been cleared in the us but is similar to glidepath long-term hemodialysis catheter, that is cleared in the us. The 510k number and pro code for glidepath long-term hemodialysis catheter is identified. The investigation is currently underway.

Event description:
It was reported that during dialysis catheter placement, the introduction needle was allegedly leaking. Reportedly, another needle from the same kit was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is simlar to glidepath long-term hemodialysis catheter, that is cleared in the us. The 510k number and pro code for glidepath long-term hemodialysis catheter is identified in d2 and g5. The investigation is currently underway. H10: manufacturing review: manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: although the sample was not returned for evaluation, two electronic photo samples were provided for review. The investigation is confirmed for a broken introducer needle luer adaptor, as both photos appear to show a missing chunk in the pink introducer needle hub. A definitive root cause could not be established. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during dialysis catheter placement, the introduction needle was allegedly leaking. Reportedly, another needle from the same kit was used to complete the procedure. There was no reported patient injury.